Manufacturer narrative:
Internal reference number: case-(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The arm labels were damaged. There was excess oil around the dumbbell joint. The inner and outer screw holes were damaged. The wing knob cap cover was missing. A functional evaluation was performed. The device was delayed in it's pressurization. The unit failed the weight test. The piston migration was at .53 inches. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider tenet had an abnormal startup sound. No case involved. Therefore, there was no patient involved. Results of investigation have concluded that this unit was delayed in it's pressurization and failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.